Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. Model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-4316, lot #: 16647625, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the lead site. Symptom included fluid filled pus in the lead site. The physician believed that the infection was maybe due to patient was immunosuppressant which was non-device related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.